Event description:
It was reported that the user experienced a low glucose event to 39 mg/dl while using the ilet system, and the user stated he barely eats, which could limit the device¿s ability to dose appropriately; the agent discussed feature review and connection with clinical support, which the user declined, and the event was treated with fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event that was resolved with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported, and the event was associated with unclear cause given limited food intake and declined further support. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.